Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic hysterectomy, when the surgeon moved in and out of the mirror viewing needle, it caught on the valve of the device and the device got out of the abdominal wall. The procedure was completed with another device. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.